Event description:
An attempt was made to introduce via the femoral artery. The pt's tissue was extremely fibrous and they were in a graft. The sheath was advanced to the iliac bifurcation but no further. An attempt was made to withdraw, but the sheath broke and separated. The pt was taken to surgery for removal of the separated segment.